Event description:
Began having swelling in the knee, due to water retention. Also began having pain in and around the knee area. Additional surgeries, erosion of tibia, fluid retention replacement of kneecap.